Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was explanted due to infection. Further information was requested but not available.